Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a stent implantation procedure in the left common carotid artery using the stent sepx-7-40-135 protege rx, several issues occurred including deployment issues, removal difficulties, and stent deformation. The delivery system became attached to the stent, requiring manual force to remove it, which resulted in stent deformation and movement relative to the planned position. No resistance was encountered during advancement but excessive force was used during delivery. A spider fx spd2-050-320 embolic protection was used. The lesion had 90% stenosis. To address these problems, a 0.014¿ balloon was used to promote stent expansion, followed by implantation of a second protege rx sepx-7-30-135 stent to ensure complete coverage of the lesion and adequate restoration of the anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image analysis: two images were provided for review, which are photographs of an angiographic screen. The images are of adequate quality. The proximal end of the stent appears constrained and it is unclear if the original mask image (white) has shifted in position and therefore, the stent is constrained by the native ica stenosis. The tip of the delivery system is seen within the mid-portion of the stent. A spiderfx embolic protection device is present distal to the lesion extending through the stent lumen. In the second image, a second stent has been deployed overlapping the first stent by several centimeters. There appears to be residual constraint where the second stent overlaps the proximal portion of the first stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.